Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: skin reaction. Pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel 425cc silicone breast implants which patient reported that she started to experience itching on both breasts. Patient also experienced weight gain. Both nipples are becoming scaly. The left nipple hurts upon touch. In (B)(6) 2019 patient had a breast MRI the implants were intact at that time. As of today patient reported symptoms haven't changed much, taking zyrtec or claritin regularly. Patient applying eledel cream to her nipples and if she can't get the scaly to go away we may biopsy the area. Her left nipple is always painful. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.